Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The device was able to turn on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. Comparison testing was performed between the returned customer device and a masimo test device, the displayed readings were comparable between the two devices. No critical errors were found in the device log file. The customer complaint was not duplicated, the device is fully functional.

Event description:
The customer reported the device provides blood pressure readings that are off by 10 to 15 points. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device provides blood pressure readings that are off by 10 to 15 points. No patient impact or consequences were reported.